Event description:
It was observed that during the device evaluation, the subject device exhibited e113 fan lock error, fan unit failure, camera cable unit failure error; e116 dimm unit failure, graphics processing unit (gpu) function error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fan unit failure, e116 dimm unit failure and gpu unit failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.